Event description:
Knee joint staph infection [arthritis infective]. Case description: spontaneous report received on 12-sep-2008 from a patient designee regarding a female patient who had a relevant medical history of arthritis and previous synvisc therapy 3 years ago. The patient received one injection of synvisc in her right knee on the previous month. The reporter was unsure, but said that the patient could have received a second injection one week later. The patient experienced a joint infection on an unknown date and was hospitalized. According to the reporter, the physician indicated that the infection resulted from a "bad batch of synvisc." As of the date of receipt of this report, the patient outcome was unknown. Additional information was received from the treating physician on a week after the original date. The physician confirmed that the patent had been hospitalized for a staph infection of her knee joint. As treatment, the patient's knee was "washed out". The physician did not know the lot # of synvisc used on the patient. He also did not know the date that she was hospitalized. However, at the time of the report, the patient was still in the hospital. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and migrated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.